Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Customer's brother in law complains of erratic results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 12/13/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 120mg/dl and 69mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:with the back to back results: 120 mg/dl, 69 mg/dl, customer was fasting customer calling on behalf of her sister in law stating the meter is not working correctly.